Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 500 mg/dl after removing the device for approximately four hours due to a nonfunctioning sensor. The user reapplied a new sensor, reconnected to the ilet, and resumed insulin delivery. No outside medical intervention was required.